Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, discomfort in the chest, palpitations and twitching post implant. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.